Event description:
The customer contacted baxter's technical service center regarding a high drain 102/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 2. The home patient (hp) stated they did not feel empty during the previous night's therapy. The technical service representative (tsr) explained the alarm and advised the hp to inform their peritoneal dialysis registered nurse (pdrn) regarding the alarm. The hp was going to use manual supplies for the night?s therapy. The patient was performing continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), with the total volume set to 11500ml, the total time set to nine and a half hours, the fill volume set to 2200ml, the last fill volume set to 300ml, dextrose set to same, the patient weight set to (B)(6), the number of cycles set to 5, the initial drain alarm set to 10ml, the comfort control set to thirty six degrees celsius, last manual drain set to yes, the target ultrafiltration set to 0ml, and the alarm set to "no." There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated that she was aware of this alarm. The nurse stated that the patient came into the clinic yesterday and had not had any additional issues. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. Additional information: a device history review was performed with no exceptions during manufacturing found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.